Manufacturer narrative:
Additional information: the device was inspected with no issues noted. The lesion was pre-dilated. Annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent deformation occurred in vivo during positioning. The stent was advanced through the lesion. The distal edge of the sent crimped due to under-prepping of the culprit area as a result of heavily calcification. The stent balloon was not inflated. There was no stent loss. Upon examination of the stent outside of the patient's body, the abnormality was noted. The stent was safely removed and a new stent was used. There was no damage noted to the packaging. The device was inspected with issues noted. Negative prep was performed with no issues. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.